Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When inserting zcb00 23.5 diopter intraocular lens (iol) in the patent¿s operative eye customer account reported there was a capsule tear and the doctor had to go with a 3-piece lens. It was reported the incision was enlarged and vitrectomy was performed. Through follow up, customer account provided additional information clarifying once the lens was implanted, a nuclear chip was in the para that ended up behind the lens as the doctor hydrated the para. Then the doctor went behind the lens to get the nuclear chip and patient moved and popped a hole in bag. Zcb00 lens was removed and replaced with a non-johnson & johnson surgical vision 3-piece lens. Anterior vitrectomy was performed as account was out of triesence and there was no vitreous loss. A suture was placed as a precaution and patient was reported as 20/20. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the lens was not returned, only the product package was returned. No lens was inside. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaint for this production order number have been received. Conclusion: as a result, of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.